Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will undergo a revision surgery.

Manufacturer narrative:
H6: he product was not returned for evaluation; however, two radiographic images were provided. Review of the images does confirm infinity implants in-situ. There appears to be some lucencies around the tibial tray and bone interfaces. The reason for revision cannot be determined based on the images alone.